Event description:
It was reported that balloon deflation issue occurred. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during deflation, the balloon failed to deflate. The procedure was cancelled and no patient complications were reported.